Event description:
The customer reported that the system would intermittently lose pt data. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.